Event description:
Pt's one touch ultra meter was set to the wrong unit of measurement. No symptoms were reported. No blood glucose readings were obtained during the time of concern. The pt was treated by a medical professional. Pt reported receiving glucose. The customer service rep walked pt through the meter settings and re-setting the unit of measurement. Following the troubleshooting steps, the meter would not power on upon insertion of a new test strip. Pt was using the correct brand of test strips. The meter, control solution, and test strips were replaced. Medical affairs specialist mailed a letter, since the pt could not be reached for additional clinical info. It would have been helpful to know pt's blood glucose level at the time of concern and pt's medication regimen. Based on the info available, it is unk if the pt suffered an adverse event.